Event description:
It was reported that an asymptomatic patient presented to the clinic due to oversensing p-waves on the ventricular channel. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. The r-waves measured low. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.